Event description:
It was reported that revision surgery was performed due to repeated dislocation.

Manufacturer narrative:
The scratching and metal transfer observed on the locking ring and femoral head were due to contact between the head, constrained liner components, and the neck of the ti-alloy femoral hip stem. This likely occurred as a result of the reported dislocation.

Manufacturer narrative:
The scratching and metal transfer observed on the locking ring and femoral head were due to contact between the head, constrained liner components, and the neck of the ti-alloy femoral hip stem. This likely occurred as a result of the reported dislocation.